Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface; the fiber exhibits scratch marks on outer flow tubing near open end. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "fiber loss of efficiency" at 58,000 joules of use. It was also noted that the fiber "in front/direct shoot instead of lateral shoot leading to an injury on the bladder." A second fiber was used to complete the procedure. Patient outcome: there was no additional patient information provided. No further information was provided.